Event description:
It was reported the pt's ipg was turning on and off due to electromagnetic interference. The pt was also experiencing a burning sensation at the ipg site. An sjm representative educated her on how to properly activate and deactivate her ipg. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.